Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest dilatation catheter and unknown inflation device was returned for evaluation. Unravelling, frayed fibers, and peeled pebax were able to be observed on the returned balloon catheter. There were no other specific anomalies noted during the visual evaluation. During functional testing, the balloon was inflated with the returned inflation device and water was noted to be leaking from the distal tip. The balloon fibers were stripped and a pin-hole balloon rupture was observed. Further, the balloon was cut and it was noted that the portholes were collapsed and the glue bullet was not seated correctly. No other functional testing was performed. All the anomalies are noted on microscopic observation. Therefore, the investigation is confirmed for the reported balloon rupture as a pin-hole rupture was noted on the balloon during functional testing of the returned device. The investigation is also confirmed for the identified unravelling, frayed fibers, and peeled pebax as the returned balloon was able to be observed with these anomalies. A definitive root cause for the reported balloon rupture and identified unravelling, frayed fibers, and peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided angioplasty procedure, the pta balloon allegedly ruptured at 26 atm. There was no reported patient injury.

Event description:
It was reported that during an ultrasound -guided angioplasty procedure, the pta balloon ruptured at 26atm. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 09/2024. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.